Event description:
The customer reported the vertical lift is stuck in up position. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and freed the vertical lift arm. System operates as intended. (B) (4).